Event description:
During an incident on 6/17/00 involving male patient, down an unknown time, who was pulseless and not breathing with no CPR in progress at crew arrival, this defibrillator had no display, beeped, flashed self check, beeped 4 times and shut down. The crew tried multiple times to get the defibrillator to function, but the same thing kept happening. The patient did not survive. Both bls and als crews were at the scene.